Event description:
Type of procedure: unknown. Event description: ai translated: the operating theatre reported an undesirable event: "the clip reference ca500 is faulty and jams when the staples are delivered. Lot 1540217 expiry date 2027/11/12. The device is available for analysis. Patient status: no patient injury indicated. Intervention: unknown.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: coelio cholecystectomy. Event description: ai translated: the operating theatre reported an undesirable event: "the clip reference ca500 is faulty and jams when the staples are delivered. Lot 1540217 expiry date 2027/11/12. The device is available for analysis. Additional information received from applied medical representative via email on 10jun25: the trigger could be pulled easily and completely. No resistance when the trigger was pulled. The surgeon immediately pulled the trigger without stopping to engage the clip in the jaws, so he is not able to tell if a clip was inserted into the jaws. In any case, after this manoeuvre, no clip was released when he pulled the trigger. Patient status: no patient injury indicated intervention: device replacement.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.